Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was "leaking to the fluid path". This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 31, 2022 to april 01, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.